Manufacturer narrative:
Patient ID/case number reported as (B)(4). Patient ethnicity is unknown. It is unknown when devices broke. This report is for an unknown trauma cortex screws. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date in (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: date of concomitant therapy is same as date of implantation, an unknown date in (B)(6) 2015. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision due to non-union and delayed healing of the distal tibia. One (1) locking compression plate (lcp) plate 10 holes and five (5) unknown cortex screws were removed. Two (2) of the five (5) removed screws were broken, which generated fragments. There was difficulty removing the fragments and the screws had to be trephined. A cement spacer was also placed in the void of the nonunion. The lcp and the five (5) screws were originally implanted (B)(6) 2015. The procedure was successfully completed with no surgical delay reported. The patient was in stable condition. The plan is to have the patient return on an unspecified date for bone grafting and addition of hardware fixation. Concomitant devices: 3.5mm lcp plate 10 holes (part: 223.601, lot: 6957855, quantity: 1), 3.5mm cortex screws (part: unknown, lot: unknown, quantity: 3). This report is for unknown trauma cortex screws. This is report 1 of 1 for (B)(4).